Event description:
The berenstein liquid-18 occlusion device was inserted into the hub of the catheter after the removal of air, it was protruding from the introducer. The subject device broke at 5-mm from the tip as a result of getting caught between the hub of the catheter and the introducer. No complications were reported to have occurred with the pt during this event.

Manufacturer narrative:
H.10.: the subject device will not be available for a technical analysis. A review of the device history record accompanies this report. Product analysis was not possible because the product is not available for technical analysis. A review of the device history record for this batch of finished goods was carried out and no issues or discrepancies were found, which could potentially relate to the reported event. According to the device history record all processes and tests were carried out according to specifications in place at the time of the build. A search of boston scientific neurovascular complaint log database showed that no other complaints have been reported on this batch. The cause of the event cannot be determined because the product was not available for technical analysis. Frequency and severity of occurrence of this event are not addressed in the device labeling. The reported event is not occurring with greater than expected frequency. The reported event is not occurring with greater than expected severity . This information is based on information supplied to us without our independent verification as to its accuracy, completeness, or causal relationship to the product.